Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter. The catheter was received with its extension set attached to the luer. Light use residues were observed. The catheter exhibited curved shape memory near the molded joint. Microscopic inspection of the sample revealed a small split near the molded joint. The split exhibited a sharply defined, striated fracture surface. The split exhibited an angled profile, which appeared to progress from the inside surface to the outside surface. The fracture features were consistent with damage caused by contact between the catheter and the introducer needle tip. Such damage may occur if the catheter is withdrawn onto the needle or if the needle is reinserted following catheter advancement.

Event description:
It was reported by the customer that during powerglide training, trainer inserted the powerglide successfully. Once the needle was retracted and safetied, he flushed the line and there was saline leaking out of the hub and he was unable to get blood return from the patient. He pulled out the catheter, and there was a hole right at the point where the catheter meets the purple hub, and saline was leaking out. Had to restick the patient a second time.

Event description:
It was reported by the customer that during powerglide training, trainer inserted the powerglide successfully. Once the needle was retracted and safetied, he flushed the line and there was saline leaking out of the hub and he was unable to get blood return from the patient. He pulled out the catheter, and there was a hole right at the point where the catheter meets the purple hub, and saline was leaking out. Had to restick the patient a second time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.